Event description:
It was reported that during a colectomy procedure, device cut but did not staple. This happened with two cartridges. Procedure converted to open, which required a longer hospital stay.